Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient's hcp confirmed that the patient recovered without permanent impairment.

Event description:
It was reported the patient never had therapeutic effect and the implant did not work. The device was explanted since the patient had back surgery and had it removed. The patient had a severe spine problem that required extensive surgery and the surgeon wanted the device out as it was in the way. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.